Event description:
It was reported via a telephone call from the physician to boston scientific technical services (ts) that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert. The physician said they would provide device data via email to technical services (ts) for further review. To date, this has not yet been done. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported. To date, no additional information has been received. Should pertinent follow-up information be provided in the future, an updated report will be issued. Of note: there has been no involvement in this case by a boston scientific field representative.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert. The physician will provide device data to technical services (ts) for further review. To date, this has not yet been done. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported.